Manufacturer narrative:
Concomitant medical products: 6943-65 lead, implanted: (B)(6) 1999; 5568-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was in a "suboptimal position." During a routine generator change, the lv lead was capped and replaced. No patient complications have been reported as a result of this event.